Event description:
Boston scientific received information that this patient had been non-compliant and had not been seen in the clinic for two years. The patient recently had called the clinic to report that their implantable cardioverter defibrillator (ICD) was beeping for months. Upon interrogation fault code 01, charge timeout, was noted and the ICD reached end of life (eol) over fourteen months prior. The patient had reported that they had recently received a shock and shocks previously for atrial fibrillation since their last clinic visit, but had not contacted the clinic. This patient had declined a device replacement due to their work schedule. No adverse patient effects were reported. The field representative later reported the recent voltage was 2.19 and charge times were 43.5 seconds. Hundreds of episodes were noted that did not have electrogram details. Technical services discussed device operation.

Manufacturer narrative:
The device was later explanted and was returned for analysis. During initial analysis an anomaly was observed. This device was included in the shortened replacement window ((B)(4) 2007) advisory. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
--